Event description:
(B)(4). Uti, recurring yeast infections, recurring bv, will not respond to prescription. Foul odor, extreme discharge that won't stop. White discharge, clear discharge. Bumps/cysts on genital areas, burning on the inside, painful intercourse, sharp pain in ovaries, eye discharge, constant runny nose, blurred vision, headaches. Anxiety, mental anguish.